Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger.

Event description:
Additional information was received from the patient on 2017-03-20. The patient reported that about a year before he had his first neurostimulator (ins) replaced, it started ¿like hit and miss, it was like stuttering or however you want to put it.¿ the patient reported that he felt stimulation and all of a sudden it was lessening and all of a sudden it picked right back up. No further complications anticipated.

Event description:
It was reported that there was a shocking and jolting sensation and the patient was unable to adjust stimulation. Impedances were checked and all were good. There were no patient symptoms and the patient suffered no injury or adverse event. Additional information has been requested but was not available as of the date of this report.